Manufacturer narrative:
Investigation summary: customer returned photos of 1/2cc, 8mm, 30g u40 insulin syringes. Customer states that the rubber is misaligned and the correct dose cannot be measured and this also has an effect on blood sugar. The photos were examined and exhibited a very slightly slanted stopper in the barrel. It is difficult to determine from the photos if these syringes fall within specifications for volumetric accuracy. Unable to perform DHR check due to unknown lot number for misaligned stopper and volumetric accuracy. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (slanted stopper). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (volumetric accuracy). Possible root causes for a damaged stopper include: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity. CAPA (B)(4) has been opened to address this issue.

Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use, a bd micro-¿fine+ insulin syringes was found with the rubber stopper misaligned, this malfunction creates a possible risk for inaccurate dosing there was no report of injury or medical intervention.